Event description:
It was reported by dealer that the tilt actuator is a little sluggish and the black bracket on the trss is broken. The dealer stated that he did not have any other information in regards to the chair.